Event description:
A report was received that the patient's leads would be revised for an unknown reason.

Manufacturer narrative:
(B)(4). Additional information was received that three of the patient¿s four leads displayed high impedances. The patient underwent a lead replacement procedure. The physician did not suspect device malfunction. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2366-70 serial # (B)(4) description: linear 3-6 lead, 70cm model #: sc-2366-50 serial # (B)(4), 1002013 description: linear 3-6 lead, 50cm model #: sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient's leads would be revised for an unknown reason.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads would be revised for an unknown reason.